Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm and no unexpected battery power loss anomaly noted during test. Motor passed motor test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer¿s blood glucose during the incident was 160 mg/dl. They changed the site several times and was then getting a battery out limit alarm. The drive support cap appeared to be normal. They were unable to complete the insulin pump rewind due to the alarm. The insulin pump will be returned for analysis.